Event description:
Granulomatous mesenteritis (unspecified [mesenteritis], ileus [ileus]. Case description: literature spontaneous report was received on (B)(4) 2012, from an author regarding a (B)(6) male pt, initials unk. This report is from a literature article entitled "a pt who developed intestinal obstruction due to foreign body peritonitis supposed to be caused by seprafilm." The pt's medical history included intestinal resection. The pt was hospitalized due to intestinal obstruction. On an unspecified date, on day 3 of admission, the pt had laparotomy because he did improve with conservative therapy. On an unspecified date, the pt had intraperitoneal lavage and synechotomy, after which seprafilm was placed. The lot number of seprafilm was not provided. Ileus occurred on postoperative day 7 which resulted in the second laparotomy because conservative therapy did not work. At the surgery, small intestine was resected to strangulation which was caused by intestinal tract rolling up due to mesentery panniculitis supposed to be caused by foreign reaction. Macroscopically, significant inflammation and adhesion were found at the area where seprafilm had been placed. Pathologically, granulation was formed with foreign body giant cells just beneath serosal membrane. The pt was hospitalized, required intervention and the events were life-threatening. The action taken with seprafilm treatment was not provided. The outcome for the events of granulomatous mesenteritis (unspecified) and ileus was not provided. Concomitant medications were not provided. The intensity for the events of granulomatous mesenteritis (unspecified) and ileus was not provided. The reporting author assessed the relationship between seprafilm and the event of granulomatous mesenteritis (unspecified) as definite and between seprafilm and the event of ileus as unk. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
(B)(4). Title: a pt who developed intestinal obstruction due to foreign body peritonitis supposed to be caused by seprafilm, year: 2012.